Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Medwatch report mw5085666.

Event description:
It was reported that a spectrum pump: I am a leukemia patient. I have spent long stints in-patient. One for 6 months. From a patients perspective, they are the bane of our existence. Nurses have told me the same. Yes you want them to be more sensitive than less, but tell that to the person who cant sleep nights on end because they beep throughout the night, upstream downstream occlusions and others. Excruciating for the patient, and nurses have told me they go home after work and all they hear is the incessant beeping. Its well known, unintended consequence that with all these beeping devices taking over, in the haste to automate. Nurses have no choice but to tune them out, so I have to ask, which is worse, more sensitive or ignoring them all together? After 10 years from my first experiences with them. Is there no entrepreneur who can make something better? There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.